Event description:
Boston scientific received information that this pacemaker's data was different than expected. The device was checked 7 months ago and the estimated longevity showed 12 months remaining and a magnet rate of 100 paces per minute (ppm). However, during the recent device check, estimated device longevity increased to 2 years and a magnet rate of 90 ppm. Boston scientific technical services (ts) discussed that a magnet rate of 90 ppm indicates that elective replacement is near. Moreover, the longevity remaining is an estimate prepared by the programmer that is dependent upon the programmed amplitude, pulse width, mode, rate, and the most recent lead impedance measurement. In addition, the estimate uses the average pacing percentages of the last 30 days at the programmed device settings. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of memory found the device was returned approximately 3 years post-explant. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any abnormalities related to this device.

Event description:
This device was received several years later without allegation or report of adverse patient effects.